Event description:
It was observed that during the device evaluation, noise appeared in the videoscope's image due to wear on the electrical contacts of the video connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.